Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirts during priming. The customer¿s blood glucose level was unknown. The customer also reported that buttons were hard to press and insulin pump received unexplained no delivery alerts. The customer also reported that insulin pump rejected new batteries and priming was louder. Troubleshooting was not performed. The insulin pump will not be returned for analysis.